Event description:
Customer complains of blood leak during treatment. Blood flow rate, 120ml/min, tmp, 110mhg. The blood loss was insignificant. No patient harm and no medical intervention was needed.

Manufacturer narrative:
Additional manufacturer narrative: no further info is expected for this specific event and the case is considered closed.